Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with symptoms of worsening heart failure. Upon device interrogation, the left ventricular lead exhibited loss of capture in all vectors. The lead was imaged and it was noted that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2016. The patient&#38112;condition was stable post procedure and would continue to be monitored.